Manufacturer narrative:
This medwatch submission is both an initial and supplemental filing. Investigation of the results can be seen below: investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformance's were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue as bent cannula and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Event description:
Consumer reported finding the needles to clog during the flow check. Removes pen needle from lilly humalog pen and the non-patient end needle bent during placement to the pen. Advised caller to contact lilly to report issue with lilly system. Dc. Lot#: 4114071, catalog#: 320550, date of event: unknown, sample status: awaiting sample.